Event description:
The customer reported that the system shut down uncommanded during a case. There is no report of pt injury.

Manufacturer narrative:
No further info is available as the customer canceled the service call.